Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial # (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, h6: FDA conclusion code(s): d11. D4: serial # (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11 product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 44 critical battery alarms and 4 controller fault alarms on (B)(6) 2020 starting at 04:27:57. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, the 1st battery was connected to power port one with 23% relative state of charge (rsoc) and the 2nd battery was connected to power port two with 9% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6)2020 at 07:57:23. The data point recorded before the power up event revealed that the 1st battery was connected to power port one and the 2nd battery was connected to power port two. Both batteries were allowed to deplete completely, resulting in a loss of power to the controller. An additional power up event were then logged at 07:58:20. The controller was without power for 6 seconds and 11 seconds, respectively. As a result, the reported events were confirmed. The most likely root cause of the critical battery, controller fault alarms, and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing an additional controller power up event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The previous regulatory report erroneously reported the controller's second device code (fdd/ annex a) as a0705. The second device code (fdd/ annex a ) code has been update to a0708. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple controller fault alarms and losses of power. It was also reported that the batteries exhibited critical battery alarms. The controller and batteries remain in use. No patient complications have been reported as a result of this event.